Manufacturer narrative:
(B)(4). Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the firing force was higher than usual during use. The deployed staples were formed as intended. Purse-string suture was performed before the firing. The gap setting scale marked 1.5mm at the firing. The red safety could not be locked after the firing. Then, it was found that the firing handle was not returned to home position, so that the surgeon returned the handle to home position. At that time, the device was removed from the patient spontaneously though no extra force was applied on the anastomosis site. No problem was observed at the leak test. No bleeding occurred. The patient was discharged from the hospital. The surgeon is very concerned that the device has been removed from the patient spontaneously. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r57y67. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.